Event description:
It was reported that high capture threshold and noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of noise resulting in oversensing, and loss of capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies.

Event description:
Additional information received indicated the high capture threshold resulted in a loss of capture.